Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn 75 usp units blood collection tubes, the device experienced the tube color is the wrong color. The following information was provided by the initial reporter. The customer stated: it was reported that tube color is possible wrong color. Customer states she received 1 case or product 367884, but the color of the tubing is a different shade of green then what is normally delivered. She is concerned these will be stocked incorrectly.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to color variation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of color variation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® lithium heparinn 75 usp units blood collection tubes, the device experienced the tube color is the wrong color. The following information was provided by the initial reporter. The customer stated: it was reported that tube color is possible wrong color. Customer states she received 1 case or product 367884, but the color of the tubing is a different shade of green then what is normally delivered. She is concerned these will be stocked incorrectly.